Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during care, there was resistance to suctioning and the device's inner cannula was removed. It was reported that that there was a cracked noticed in the inner cannula below the connection site and the patient required re-cannulation. The customer reported that the patient died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during care, there was resistance to suctioning and the device's inner cannula was removed. It was reported that there was a cracked noticed in the inner cannula below the connection site. The patient required re-cannulation.

Manufacturer narrative:
This event has been reassessed. The event is no longer considered as death and is now classified as a serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during care, there was resistance to suctioning and the device's inner cannula was removed. It was reported that there was a cracked noticed in the inner cannula below the connection site and the patient required re-cannulation. The customer reported that the patient died and was not related to the malfunction of the device.